Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer had damaged output connectors and a missing hanger. It was also indicated that the display wires were pinched and that the lower case was broken. It was also indicated that a case screw was contaminated. These parts were replaced and the epg passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had damaged output connectors. The hanger was missing as well. The programmer was returned for service. There was no patient involvement.